Event description:
It was reported that pump experienced malfunction indicated by malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code recurred.